Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported the dermatome device pin won't calibrate. It was reported the device was not in contact with the pt. No pt injury is alleged.